Event description:
Medtronic received information that in the process of removing an 18 fr sheath with the pro glide product, the vessel was not able to be closed. Physician chose to perform a surgical cutdown and closure of the right femoral artery. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).